Event description:
It was reported that the patient presented in backup vvi mode. Due to low battery status further troubleshooting could not be performed. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.